Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that it was found after a surgical procedure an implant plate was fractured. The fracture was discovered post-operatively, but it is not known when the fracture actually occurred. The original procedure was reported as completed successfully without a delay. There is no further information available, and a revision surgery was planned.

Manufacturer narrative:
The investigation results show that the postoperative plate fracture occurred through a fixing hole, so the reported event could be confirmed. The (measurable) dimensions of the returned screwhead are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The postoperative plate fracture occurred through a fixing hole. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. The fracture surface was partially leveled due to friction with the counterpart. The non-destroyed fracture surface (rest) shows the appearance of a forced rupture. The fractographic investigation with sem shows a structure of a ductile forced rupture with secondary cracks and, in addition, swinging lines of a fatigue breakage are visible. No lot number was provided, thus a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing, and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lots. However, the investigation steps conducted and the further provided information demonstrate much evidence that the event is not related to a manufacturing issue. To obtain more details about the complained event, the sales rep was contacted. The following was provided: ¿(¿) mandibulotomy for floor of mouth exploration and resection / flap coverage. (¿) approximately 2-4 weeks after implantation, margins of the osteotomy seemed not approximated and holes were predrilled, and screws were reinserted a few times before final closure in the initial surgery. Shaped osteotomy was performed to support the symphysis approximation (¿)¿ the information from the sales rep does not influence the investigation result. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material, or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that it was found after a surgical procedure an implant plate was fractured. The fracture was discovered post-operatively, but it is not known when the fracture actually occurred. The original procedure was reported as completed successfully without a delay. There is no further information available, and a revision surgery was planned.